Manufacturer narrative:
It was reported that the flow/bubble sensor was not functional. The flow/bubble sensor was damaged. The failure occurred with no patient involvement, during preparation of the device. No harm to any person has been reported. The flow/bubble sensor was not functional. Arterial bubble sensor defective, any flow issue /reading issue and bubble alarm is a high priority alarm, leads to a pump stop during treatment, if intervention is set by the user. Therefore, a report is required. A getinge technician was contacted by the customer. The customer confirmed that there were no malfunctions regarding the flow/bubble sensor during patient treatment and the failure occurred only during preparation of the device. No service from a getinge technician was requested by the customer. A replacement flow/bubble sensor was ordered by the customer. According to the technician, in communication with the customer, it is possible that the flow/bubble sensor was mechanically damaged and and had water damage. As no service was requested by the customer, the cardiohelp was not made available for root cause investigation. Thus, no most probable root cause can be determined. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: - fail of device by mechanical force e.g. - caused by loose connections caused by - fall of device - unsafe position / mounting / movement of device - entry of liquids (water, cleaning agents) into device and therefore, malfunction, corrosion and chemical burn by chemicals (e.g. Cleaning agents, battery liquid...), - fail of device due to ingress of water (boards, cables, connectors, sensors, display), according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The review of the non-conformities has been performed on 2026-03-16 for the period of 2020-07-07 to 2026-03-13. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2020-07-07. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.

Event description:
Complaint ID (B)(4).

Manufacturer narrative:
A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available. Note: this event occurred on the czechia market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012.

Event description:
It was reported that the flow/bubble sensor was not functional. According to the customer, the flow/bubble sensor may be damaged. The failure occurred during preparation of equipment. No harm to any person has been reported. The flow/bubble sensor was not functional. Arterial bubble sensor defective, any flow issue /reading issue and bubble alarm is a high priority alarm, leads to a pump stop during treatment, if intervention is set by the user. Therefore, a report is required. Complaint ID (B)(4).